Event description:
While the hospital staff was performing a routine operation check of the dual drive console (ddc), ac power was removed and the ups system shut down. At times the ups output was intermittent.